Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
It was reported to hamilton medical ag that the device was showing panel connection lost. No patient was involved.